Manufacturer narrative:
The involved drill bit is not expected for evaluation, as it was already disposed of at the user facility. A review of the device history records showed lot #412400, was manufactured on november 5, 2012, in a lot of 50 units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There was one other similar complaint received from the same customer for this item and lot number combination. This is a relatively new device which is very technique dependent. Without the involved product the evaluation could not be performed or determined if a malfunction had occurred. However, similar complaints revealed that the most likely cause of this suspected failure is user-related. This failure mode is addressed in the (B)(4), and the safety risk has been found to be acceptable. To reduce the risk of drill bit breakage and injury to the patient, the instruction for use (IFU) provided the following warnings and precautions: prior to use, remove all protective packaging and tip protector, if applicable. Inspect instruments prior to use to ensure they are in good physical condition. There should be no loose, broken or misaligned parts. Inspect instruments after use to ensure they have not been damaged. Do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care when using the drill bit and drill guide. Applying side or bending loads may cause drill bit breakage, oversized tunnel or generation of metal particulates. Do not re-sharpen, re-sterilize, or reuse. Some instruments may be extremely sharp. Handle with care to avoid injury. The drill bit is single use and must be disposed according to hospital policy and procedures. Device was discarded at user facility.

Event description:
The customer reported that during use of this y-knot all-suture anchor drill bit (hf13d) in a shoulder stabilization (anterior) procedure on a (B)(6), male patient, the tip of the drill bit broke off on the third drilling and remained lodged in the edge of the glenoid and could not be removed. The surgeon feels that even with the broken tip left in the glenoid, it would not cause a problem and opted to leave the small broken tip in place. The surgery went on and completed as intended without any further complication. Other than a short delay of approximately 10 minutes, there was no serious injury to the patient.